Event description:
It was reported that when using the bd pyxis¿ medbank tower, unable to issue medication (oxycodone/apap 5/325mg tab). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had an issue where the user was unable to issue oxycodone tab. A technical support specialist (tss) guided the customer through checking the request code checkbox on the patient order list screen, entering a phone number and selecting the phone type, and clicking the request medication prescription verify codes button. The tss confirmed in cr my quick link (mql) rxverify that the request status was new. The customer was advised to contact the pharmacy to have the request approved and once approved, to log back into the cubex system to dispense the item to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.